Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Correction: patients involved.

Event description:
It was reported that telemetry could not be established with the device. When a magnet was placed over the device, magnet rate was not seen. It is possible the device was at elective replacement indicator. The device was explanted and replaced. It was also reported that there was early battery depletion which caused premature end of life on the device. No patient complications have been reported as a result of this event.

Event description:
It was reported that telemetry could not be established with the device. When a magnet was placed over the device, magnet rate was not seen. It is possible the device was at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.